Event description:
Reporter indicated pt's vns therapy system was explanted due to an infection at the neck incision site. The infection was treated with antibiotics and pt was referred to an infectious disease physician for further treatment. Neck wound cultures were positive for staphylococcus aureus. The infection has reportedly resolved.

Manufacturer narrative:
Review of manufacturing records for the lead confirmed sterilization of the device prior to distribution.